Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector caused blood exposure to the staff. The following information was provided by the initial reporter: "any medical intervention/ or treatment due to reported issue? No treatment- more blood exposure to staff."

Manufacturer narrative:
H6: investigation summary: photos of the old and new male luers were received from the customer. From the photos, no connection issues could be observed. The defect could not be confirmed. A device history record review could not be performed on model mp5314c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Illinois, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector caused blood exposure to the staff. The following information was provided by the initial reporter: "any medical intervention/ or treatment due to reported issue? No treatment- more blood exposure to staff".